Event description:
The following was reported by a davol sales representative: it was reported that during a laparoscopic ventral hernia repair the surgeon was using the ventralight st with echo and attempted to pull the inflation tube out of the pt using a suture passer (unk manufacturer), the tubing separated. The surgeon reentered the pt with the suture passer, grabbing the tubing and was able to bring it out of the pt in this fashion and complete the repair. There was no injury to the pt and the entire inflation device was completely removed from the pt. It was reported that the pt was noted to have had a large amount of scar tissue in this area which may have contributed to the event described.

Manufacturer narrative:
The sample was discarded by the user facility, therefore not available for evaluation. Based on the available info,we are unable to either verify or confirmed the reported product problem. A review of the manufacturing records was conducted which included a review of the subassembly components, the review showed no discrepancies. If additional info is obtained, a follow up MDR will be submitted.